Event description:
The prospera scs (spinal cord stimulator) of mine is faulty everywhere, be careful the results negative aren¿t properly mentioned. Biotronik will not help nor prospera biotronik. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).